Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3487a-56, lot# v578923, implanted: (B)(6) 2010, product type: lead. Product ID: 3487a-56, lot# v578923, implanted: (B)(6) 2010, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6)2010, product type: extension.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the lead had pulled back significantly due to an unknown cause. The lead could not be used for good coverage and the patient was not getting good stimulation. The patient had difficulty with compliance. It was reported that a surgery was planned to replace the system. The date was not yet scheduled. The patient needed an MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.